Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, it was reported that the patient experienced significant blood loss during the procedure requiring transfusion. It was indicated that the patient went into hypovolemic shock. It was stated that the patient also experienced post operative anemia. The patient received 4 units of a blood transfusion. It was stated that the patient was on hemodynamic support medication and was on a hemodynamic assist device. It was indica ted that the event was related to the procedure. It was further reported that the patient experienced mild congesting heart failure.  Mild volume overload was observed and patient was started on diuresis. It was also stated that intravenous therapy (IV) medication was administered. No additional adverse patient effects were reported.